Event description:
It was noted that there was staining on the component which prevents this product from being used in the production of surgical kits.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: quantity involved indicates 1329 is this the quantity of product being returned? Yes. What is the specific number of devices (total quantity involved) that failed during this procedure? There was a 70% defect rate found. Are all 1329 stained, please explain in more detail what is the stained component found? Can you please clarify this question? Do you have a picture for visual analysis? Which is the correct lot number rgbhle or rlbatq? Both lots are correct. Did the event occur before (pre op) or during the procedure (intra op)? Staining was discovered during production (pre op). Please confirm the specific number of patient events na. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. Yes, (B)(4) and (B)(4) were seen to have similar rejections. For each patient event please provide: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? Na. Did the stained component was found during multiple procedures? If yes, please provide pc number for each of the procedures. Na. Procedure name and date? Na. Event date? (B)(6) 2022. Any hole, tear, or puncture that compromises sterility? Na. Is the stain consider an integrity issue, meaning it has compromised sterility and therefore it cannot be used? This component is placed in multiple sterile kits. The staining can compromise sterility, and therefor poses a risk if used. Can you please investigate, and provide a root cause? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.